Event description:
A malfunction alarm with code 16 was reported. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer received guidance from technical support on resetting the pump, and after the reset, the malfunction alarm did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.